Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue.the cause of the incident was traced to intermittent function of the actuator in the rotational lock mechanism. The actuator was replaced and the table rotational lock was tested to verify proper function. Corrective action has been initiated and investigation found the root cause is related to design of the actuator component within the rotational locking mechanism. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2021, the customer reported that theort200 table rotational lock was functioning intermittently. There was no patient was involvement.